Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to a refractive surprise. The lens was exchanged for a shorter lens and different diopter power. The problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found both haptics torn. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens diopter power was measured and the result of the measurement was compared against the original value and the diopter was found to be in specification. Due to the damage to the lens haptics, the lens length and width could not be measured. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, etc. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the cause of the complaint. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most probable cause of the event is impact of the corneal incisions to treat preoperative astigmatism on the eye's overall power. (B)(4).

Manufacturer narrative:
(B)(4): lens not returned.